Event description:
It was reported that the user sought assistance to replace an insulin cartridge, tubing, and infusion set, and later repeated the tubing and infusion set replacement after suspecting the infusion set was not connected correctly. The pump was rewound, a new cartridge was installed, new connector and tubing were attached, tubing was filled to visible drops, a new infusion set was placed, and the cannula was filled. After which insulin delivery resumed. Symptoms included no change in blood glucose. Outcomes included no adverse health effects and no alarms. Investigation included guided troubleshooting and user education through cartridge change, fill tubing only, and fill cannula procedures. Investigation of this case revealed use error related to infusion set deployment or connector attachment that was resolved through correct reconnection and priming steps. It was concluded, based on previously established findings for similar reports, that the cause was user error addressed by education.

Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.